Manufacturer narrative:
(B)(4): the leak occurred through the tubing when being used with antibiotics. The leak occurred even when the clamp was closed.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Other, please specify 1: administrative director supply chain management. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink secondary medication set leaked. The leak occurred during priming. An unknown fluid leaked onto the floor when the bag was spiked. There was no patient involvement. No additional information is available.